Event description:
The patient reported that she experienced food poisoning and went to the emergency room (ER) on (B)(6) 2026 where she was admitted to the hospital and diagnosed with elevated blood glucose levels at around 300 mg/dl. Treatment at the hospital consisted of intravenous fluids, and the patient was discharged home on (B)(6) 2026. The patient explained that approximately one week prior to the hospitalization event, her omnipod controller experienced a malfunction during which the controller lost all stored data and therapy settings, displayed a white screen and an error message, would not accept her existing password, and stopped functioning. She contacted technical support, and the controller was restarted and reinitialized, which required creation of a new password and resulted in loss of all historical data and therapy settings. The patient subsequently re-entered settings with assistance from her endocrinologist. Following the restart, and while using the omnipod system in automated mode, the patient reported unstable and highly variable glucose readings and stated that fingerstick values differed significantly from her dexcom g7 continuous glucose monitor readings. Specific blood glucose level values or discrepancies were not provided. The patient was unable to confirm whether any alerts or messages were displayed on the controller immediately prior to the medical event; however, she reported receiving glucose alerts on her phone. The duration of pod wear was not reported for this medical event. However, for a second medical event occurring on (B)(6) 2026 (insulet reference #(B)(4) / emdr-316981), the patient reported that the pod in use was worn on the left abdomen and had been in place for approximately 2.5 days. It is unclear whether the same pod was worn during both medical events.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.